Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose during hospitalization was 24mg/dl. The customer was treated with IV. The customer's blood glucose was between 140mg/dl and 160mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a weak battery alert and received a blank display after changing battery. Customer loosened battery cap and display screen came back. Customer reported of being hospitalized on (B)(6) 2016 with low blood glucose. Customer was taken to the hospital via ambulance and was unconscious upon arrival to the hospital. Customer had a seizure which lasted seven minutes. Customer's blood glucose was stabilized and customer was released. Customer declined troubleshooting for low blood glucose.